Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine 3mg/ml for a total dose of 0.4603mg/day, dilaudid (hydromorphone) 30mg/ml for a total dose of 4.603mg/day, and prialt/ziconotide 5.5mcg/ml for a total dose of 0.8440mcg/day via an implantable pump for non-malignant pain. It was reported a motor stall occurred on (B)(6) 2017 at 18:07. The patient experienced withdrawal symptoms. The patient thought they had come down with the flu because they had flu like symptoms. Symptoms included body aches, chills, and vomiting. No known external factors caused, contributed, or led to the event. No diagnostics were performed. The patient went to the emergency room on saturday (B)(6) 2017. The patient stated they did not know they had a pain pump and the pain management healthcare professional (hcp) was not notified. The patient went to managing hcp on monday (B)(6) 2017. The pump was interrogated at that time and a motor stall occurred alert appeared and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 18:07. It was noted that the issue was not resolved at time of report. The patient's status was "alive-no injury." The patient was scheduled tohave the pump replaced on (B)(6) 2017 at 5:00pm pacific standard time, but hematocrit and hemoglobin were too low for surgery. The hcp stated it would put the patient at risk to have a clot or have a stroke. Replacement surgery was postponed at time, and was unknown when it would occur. The pump will be returned for analysis once replaced. It was noted that surgical intervention did not occur, but was planned and unknown if it has been scheduled. The patient's weight was (B)(6) pounds. The patient's medical history included a back injury. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jul-06. The patient had the pump replaced on (B)(6) 2017. The new pump serial number was provided. The old pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jul-14. Follow-up indicated that the pump was replaced on (B)(6) 2017 (previously reported as (B)(6) 2017). No further complications were anticipated/reported.